Manufacturer narrative:
Submit date 06/16/2016. An investigation is currently underway; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a dialysis catheter. The customer reports during the reinfusion, cracking of the catheter red extension occurred with consequent blood leaking. The blood splashed with pressure on the operators face. The event occurred in intensive care.

Manufacturer narrative:
Submit date: 08/01/2016. The actual sample involved in the reported incident was not returned for evaluations. No additional information, pictures or videos were received. Since no sample was returned for examination, it was not possible to evaluate it as part of a comprehensive failure investigation. A device history record (DHR) review revealed no discrepancies that may have contributed to a complaint of this failure mode. All quality assurance testing performed during manufacturing was acceptable. The quality assurance review of the visual, physical and dimensional evaluation results indicated that the product met specification requirements. In addition, all DHR are reviewed for accuracy prior to product release. If the sample is returned in the future, this complaint will be re-opened for further investigation. The available information was analyzed and it did not allow confirming a root cause for the event, however, the following potential causes were identified: inspection not performed, defective material, user misuse, malfunction, or operator not following procedures. A corrective and preventative action (CAPA) will be addressing this failure mode and no further corrective or preventive actions were required. It must be noted that in-process controls such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling are performed in the plant are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
Additional information was reported to covidien on 6/17/2016. The customer states the operator has received a prophylaxis.

Manufacturer narrative:
The device history record (DHR) was reviewed and no deviations related to this failure mode were found. There are no non-conformances related to the reported issue for the involved lot. Quality inspection of final visual and physical evaluation results indicated that the product met specification requirements. The product sample was returned for analysis and investigation; it consisted of one used sample of the triple lumen catheter. Visual inspection of the sample did not reveal any defect in the extensions or adapters. Functional testing was performed in order to confirm the reported condition by the customer, after the test the catheter did not show leaks or similar defects. Based on this information a probable cause could be that the clinician confused blood residue with leaking. Blood residue could be caused by the dialysis treatment or other condition in the patient. With the available information this is the most possible root cause for this event. The evidence provided is not enough to relate this event to the manufacturing operations. Based on the available information and the result of the DHR review that showed no deviations, it can be concluded that product was manufactured according to specifications and it functioned as intended for an undetermined amount of time. An evaluation took place to assess the exceeded occurrence for this complaint, a corrective and preventive action (CAPA) will be addressing this failure mode, additional corrective or preventive actions are not required at this moment. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.